Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported as when expelling the loaded lens, the plunger of shooter went under the lens and scratched and cut the lens. Lens did have patient contact. New lens was obtained and used with no issue. Additional information has been requested and received stating that procedure was completed on the same day. In the surgeon¿s opinion, plunger of the shooter caused or contributed to the event. There was no patient harm.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the lens was returned in the lens case. Viscoelastic was dried on the lens. The lens was cleaned with klrp for further evaluation. The optic had a large gouge on the posterior surface and angled cracks on the edges. This damage would support the complaint that a plunger underride occurred. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the observed lens damage appeared to be related to user handling. The optic had a large gouge on the posterior surface and angled cracks on the edges. This damage would support the complaint that a plunger underride occurred. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (ophthalmic visco surgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. A the IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol (intra ocular lens) will now be in the dwell position. Inspect to ensure the plunger is behind the optic.